Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
Related manufacturer reference number: 1627487-2023-05071. It was reported that the patient's system diagnostics recorded high impedances on both leads. The patient denies any accidents or falls. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.